Event description:
Customer reportedly received results of 273 mg/dl and 97 mg/dl within 10 minutes on the aviva plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Manufacturer was not able to obtain this information.